Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd and interface board. The insulin pump had minor scratched display window, broken battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock or click into place. The insulin pump was missing the reservoir tube o ring.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's wife that the reservoir compartment was broken off. The customer stated they were feeling tired and noticed the reservoir out of the compartment. The customer's blood glucose was over 200mg/dl. Advised to discontinue use of the insulin pump and revert to back up plan. Customer agreed to return device for analysis.